Event description:
This report is based on information provided by a service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the unit has a damaged screen with incorrect touch input recognition. The device use during this event is unknown; however no patient or user harm was reported.